Event description:
The customer reported the motron circuit board was found needing replacing. This would prevent the system from booting up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motron board was replaced. The system was then found to be operating as intended.